Manufacturer narrative:
The previous admission regarding the driveline infection and elevated ldh referenced in this section was reported under medwatch MFR. Report # 2916596-2018-00734. (B)(4). Approximate age of device ¿ 3 years and 8 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient was admitted into the hospital due to elevated lactate dehydrogenase (ldh) of 563 u/l. During previous admission in (B)(6) 2018 for a chronic driveline infection, the patient experienced elevated ldh which was due to dehydration from the clostridium difficile. On (B)(6) 2018, the patient¿s ldh was 857 u/l. The patient suddenly felt a ¿pop¿ and instant chest pain. On (B)(6) 2018, their ldh was 1,470 u/l, and flows were in the 7 lpm range. Integrilin infusion was started and was stopped the following morning when the patient¿s neuro status changed. The patient had experienced a large hemorrhagic stroke with concerns for herniation. The patient was placed on extracorporeal membrane oxygenation as their pulsatility indexes dropped to high 1 range. On (B)(6) 2018, the ldh level was 16,260 u/l. On (B)(6) 2018, care was withdrawn and the patient expired. It was reported that the stroke could have been related to the treatment of the elevated ldh along with the increased inr (2.2 on admission, 4.6 when patient stroked, and 6.1 on (B)(6) 2018).